Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis one day after onset. The patient was treated with gentamycin (1 gram), meropenam (500milligram), and vancomycin (1 gram) (frequencies and routes of administration not reported) for the event. The action taken with dianeal therapy was unknown. No additional information is available.